Event description:
Additional information received from the consumer reported that on (B)(6) 2015 the battery was replaced. This resolved the return of symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that all symptoms had returned. The patient thought she may have reached end-of-service (eos). They were trying to find a health care professional (hcp) or manufacturer representative (rep) to check the implantable neurostimulator (ins). This was considered a sudden change in therapy/symptoms. The patient had an appointment with a hcp on (B)(6) 2015. The indication-for-use (IFU) was gastric stimulation and other. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.